Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). (B)(4). Investigation summary: "on (B)(6) 2020, (B)(6) received photo complaint. A visual evaluation of photo found (1) syringe with no needle assembly attached. There did not appear to be any damage to the tip of the barrel, or anywhere on the syringe. There did not appear to be any core pin damage. (1) syringe with a slightly bent cannula. Hub separates: process summary: automatic syringe assembly machine, which feeds 3/10cc, syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. Conclusion: based on the samples and/or photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (hub separates, bent cannula). Unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure (not drawing). Root cause: l2l dispatch #33715 was for cracked hubs. The press stations what set to high. Corrective action: the press station was lowered. Rationale: based on the samples and/or photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (hub separates, bent cannula). Unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure (not drawing). Conclusion: as no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause: DHR, l2l dispatches, and logbook entries were looked at, nothing pertaining to this defect was found. Root cause for this defect cannot be determined. Rationale: based on the above, CAPA #(B)(4) has been opened to address this issue.

Event description:
It was reported during use the bd ultra-fine?¿ ii insulin syringe the hub separated from the device and the device was unable or difficult to aspirate. The separation event occurred 1 time. The bent device event occurred 1 time. The difficult to operate event occurred 1 time. The following information was provided by the initial reporter: ¿the customer reported that he bought three packages, the others are normal. Two syringes, the first syringe she would use was stuck to the cap and the second syringe the needle was bent and even bent and tried to aspirate the insulin, but failed.¿ additional information: customer states she did not notice if the needle protector was tighter than normal when attempting to remove it from the syringe.